Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an over infusion of epinephrine was not confirmed through review of the logs and was not replicated since the devices were not received for this investigation. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it is recorded on the pcu event logs. The initial infusion of an unknown drug (epinephrine, according to the ikp report) was programmed and started on (B)(6) 2025 at 12:35 am. The rate was programmed at 0.432 ml/hr and the volume to be infused (vtbi) was set at 12 ml. The rate was titrated down to 0.324 ml/hr at 1:08 am. It was once again titrated down at 1:16 am to 0.216 ml/hr. The unit was channeled off at 1:26 am. The ikp (infusion knowledge portal) records were also received for analysis. The ikp report only provides minimal infusion information and is not validated for log analysis purposes. Review of the ikp report revealed matching data with the log analysis; however, it was noted that previous to the door being opened on (B)(6) 2025 at 12:34 am, an infusion of epinephrine (concentration of 5 mcg/ml), at a rate of 1.7 ml/hr had been infusing since (B)(6) 2025 at 8:34 pm with no reports of any issues or malfunctions occurring during this time. It was also observed that the concentration for the infusion that was started on (B)(6) 2025 at 12:35 am was 20 mcg/ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Inspection and testing of the reported devices could not be performed since they were not returned by the customer. The alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The devices were reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported over infusion of epinephrine was not determined. No errors or malfunctions were confirmed through review of the logs, and the event could not be replicated since the devices were not received for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that an event involving an epinephrine IV infusion, but customer was not finding any data that lines up with emr. Upon further customer follow up it was reported that the patient was on an epinephrine (5mcg/ml) drip running at 0.04 mcg/kg/min (1.73ml/hr). The order was changed to a different epinephrine concentration (20 mcg/ml). After hanging the new epinephrine order, the patient developed blood pressure spikes and tachycardia. The customer was concerned the actual infusion rate was higher than the programmed rate. As a result, epinephrine infusion was titrated down, and nitroprusside titrated up. Other medications running at the time were: ns/hep 1:1 @ 1ml/hr x 3 lumens. Ns/hep/papaverine @1ml/hr in arterial line. Lipids 1.8ml/hr. Calcium chloride 2.5mg/kg/hr @0.45ml/hr. Precedex 1.4mcg/kg/hr @ 1.26ml/hr. Lasix 0.3mg/kg/hr @0.54ml/hr. Milrinone 0.25 mcg/kg/hr @0.27ml/hr. Tpn 5ml/hr.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that an event involving an epinephrine IV infusion, but customer was not finding any data that lines up with emr. Upon further customer follow up it was reported that the patient was on an epinephrine (5mcg/ml) drip running at 0.04 mcg/kg/min (1.73ml/hr). The order was changed to a different epinephrine concentration (20 mcg/ml). After hanging the new epinephrine order, the patient developed blood pressure spikes and tachycardia. The customer was concerned the actual infusion rate was higher than the programmed rate. As a result, epinephrine infusion was titrated down, and nitroprusside titrated up. Other medications running at the time were: ns/hep 1:1 @ 1ml/hr x 3 lumens. Ns/hep/papaverine @1ml/hr in arterial line. Lipids 1.8ml/hr. Calcium chloride 2.5mg/kg/hr @0.45ml/hr. Precedex 1.4mcg/kg/hr @ 1.26ml/hr. Lasix 0.3mg/kg/hr @0.54ml/hr. Milrinone 0.25 mcg/kg/hr @0.27ml/hr. Tpn 5ml/hr.